Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, the patient presented with following pre-op diagnoses: l4-5 spondylolisthesis with stenosis. For which, patient underwent following procedures: bilateral l4 and l5 decompressive hemi laminectomies for decompression of severe foraminal stenosis. Open reduction and internal fixation l4-l5 spondylolisthesis confirmed with intraoperative x-ray. L4-l5 posterior lumbar interbody fusion with peek prosthetic disk replacement cage, bone morphogenetic protein sponge and local milled bone. L4-l5 posterolateral fusion with titanium hardware, milled local bone and bone morphogenetic protein sponge. As per op-notes, ¿a 14 x 26 mm peek prosthetic disk replacement cage was tapped into place at l4-5, which had been filled with a bone morphogenetic protein sponge and local milled bone. Decorticated posterolateral spine was covered with milled local bone and bmp sponge, completing bilateral l4-l5 posterolateral fusions. Patient tolerated the procedure well without any intraoperative complications.¿ post-op, the patient underwent revision surgery on (B)(6) 2013 due to pseudoarthrosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.